Event description:
It was reported that the patient underwent a cervical spine procedure at c5-c6 and the interbody device was implanted. Reportedly 6-8 weeks post op, the device "push forward". The patient was having new "nerve" pain. The revision surgery may be required.

Manufacturer narrative:
(B)(4). The catalog and lot # of the device is unknown. Immediate post op films of cervical spine note anterior cervical plate with solid fusion of c4-5. Post op films of (B)(6) 2010 also show radiolucent spacer in good position within c5-c6. Subsequent films for (B)(6) 2010 show some anterior translation of peek spacer, some collapse of c6, and back out of the upper screws. Initial position of the upper screw is flat, allowing back out and decreasing positional purchase into c5. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.